Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device was making a loud noise and laboring when trying to activate the hand piece. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the motor assy was replaced to address the insufficient drive of the disposable and the device being noisy. The motor drive pcb assy was replaced because the motor rpm's could not be adjusted.

Manufacturer narrative:
Date sent to the FDA: 01/21/2014.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.